Manufacturer narrative:
The 510k number and the exact recall number could not be provided since no device information was provided. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having "cancer and prostate". No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.